Manufacturer narrative:
Product complaint # (B)(4). (B)(4) device not returned. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted. It was reported that the patient experienced bladder stones, mesh erosion into bladder, urinary tract infections and urinary incontinence.